Manufacturer narrative:
The customer canceled the svc call.

Event description:
The customer reported the unit would not boot up after being on a truck in low temperatures. There is no report of pt injury or death.